Event description:
It was reported that during routine follow-up an alert for high, out of range, high voltage lead impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the rv pin was noted adjacent to the weld in the crimp sleeve consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.